Event description:
Reporter indicated high lead impedance readings with systems diagnostics testing were obtained for a vns patient at an office visit. The vns was disabled. An emg recording revealed a "clear partial lead break signal" per the reporter. The patient did not have any known trauma, but was doing "soft bodybuilding" at a gymnasium. The patient later had vns lead revision surgery only; the generator was not replaced. The explanted lead has been returned and is currently in product analysis.

Manufacturer narrative:
Code: device failure is suspected but did not cause or contribute to a death or serious injury.